Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle 26x3/8 ib experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: unknown. Complaint 2 of 2 customer reported leaking between syringe and needle customer is new and this was caused by user error customer was able to use another needle and no leaking was reported. Distributor to send replacement. Bg: 125 mg/dl. Lot number in active case products from cartridge box. Intake for needle/syringe: description of issue: customer reported leaking between syringe and needle. Number of occurrences:1. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8" needle ¿ 305110. Product lot number: customer could only provide cartridge box lot m77523. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? Customer did not report any injuries. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product.